Manufacturer narrative:
Sensory medical requested return for examination of the damaged safety sheet. The product has not been returned for evaluation as of the writing of this investigation. Sensory medical provided replacement safety sheets to the parent. 0682021122 is the lot of the safety sheet. Review of manufacturing records confirms all in process and final inspections were performed and passed. Multiple statements are made in the cubby bed user manual regarding safe use of the bed to prevent entrapment and other safety concerns. Page 3 of the cubby bed user manual contains a warning for "use the maintenance checklist in the manual to inspect the canopy, seams, zippers, electronic accessories, cords, metal frame, screws, slats, locks, and safety sheets every 30 days." Page 3 of the cubby bed user manual contains a warning for "if any damage is present, immediately discontinue use and contact cubby for repair or replacement." On page 15 "what happens if my cubby rips or I notice other damage? Please contact us right away. Only use your cubby bed when it is assembled correctly and is in safe working condition." On page 22 "discontinue use and contact us immediately if anything is damaged or missing." On page 22 includes a monthly maintenance checklist, one check is: "safety sheet fabric, cord loop and zippers have no tears, rips or snags and lock is secured." On page 22 includes a monthly maintenance checklist, one check is: "each zipper on the canopy is functional and seams of zippers are intact." On page 23 instructions for safety sheet care advise the user to "hang to dry" the safety sheets. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.

Event description:
Per parent, the child tore the sheet fabric and escaped through the tear. Per parent, the damage occurred near the zipper and the elopement only occurred once. Per parent, they believe the damage occurred due to the age of the sheet and the constant washing, and she did not notice the tear until after the elopement. One (1) picture was provided of the safety sheet tear. In the picture, there is a tear along the zipper covered in tape. Per parent, she attempted to tape shut the tear to prevent further elopement. There was no report of injury as a result of the event.